Event description:
It was reported that patient indicated the following error code or message was encountered: 8473 all other critical alarms. She noted this error code the previous evening about 10 pm. She also felt cold. The drugs in the pump were fentanyl and bupivicaine. She had an appointment to see her hcp that day to have the pump checked. The telemetry strips revealed the pump went into "safe state" due to low battery in 2009. The following day, the pump was restarted; a motor stall recovery occurred and went back into a safe state mode due to low battery. The pump was scheduled to be replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.